Manufacturer narrative:
Product ID 3387s-40, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient was having the entire system removed on (B)(6) 2020 because her scalp had been open for over three years. The "metal parts" were visible and she was treating it with iodine and antibiotics to prevent an infection from occurring.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) reporting that ablation occurred through lead and they explanted the system on (B)(6) 2020. The product was discarded and will not be replaced in the future. The issue was resolved.

Manufacturer narrative:
Concomitant medical devices: product ID: 3387s-40, lot# 3387s-40, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
2020-01-29 (B)(6) (rep, hcp): it was reported that the skin of the scalp never healed over the stimloc and the lead and the stimloc are still visible. No environmental/external/patient factors that may have led or contributed to the issue were known. No diagnostics/troubleshooting was performed. Plastic surgery was attempted to close the scalp. The issue was not resolved at the time of reporting.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the surgery had not occurred nor was scheduled yet. The issue is believed to not currently be resolved.